Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial oversensing during atrial tachycardia/atrial fibrillation. The atrial lead remains in use. No patient complications have been reported as a result of this event.